Manufacturer narrative:
Pc-(B)(4). Batch # unk. Unknown, assumed 1st month of the year that the event took place. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown procedure the blue cutting linear stapler load, was stapling, but did not release the staple, and when it went to be checked on the table, all the staples fell out. There was no patient consequences.